Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the magazines did not clamp correctly. About every fifth clip was not formed properly. The seam had to be over stitched to correct the issue. No person was injured. Operative time was extended by more than 30 min. There was no blood loss, extension of incision, change of procedure, or loss or damage of tissue.

Manufacturer narrative:
(B)(4).